Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's extravascular implantable cardioverter defibrillator (ev-ICD) system was implanted and placed appropriately on first pass. Defibrillation threshold testing was completed but failed to defibrillate the patient at 30 joules (j) and 40 (j). External rescue was required. It was suspected the high dfts may have been attributed to general anesthesia. The patient was brought back in five days later, and a pocket revision was performed to place device in more posterior and cranial position. Dfts were again performed, the 30 j shock failed but the 40 j shock successfully converted the patient. Discussion between physicians occurred related to the safety margin and it was decided to repeat dfts at 35j and 40j. The second induction of dfts failed at both 35j and 40j. It was decided that the patient would benefit more from a transvenous system and the ev ICD system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: ev240163 (B)(6); product type: 0264-lead-hv; implant date on (B)(6) 2025; explant date on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.